Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead and the right ventricular (rv) lead were capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead and right atrial (ra) lead were oversensing due to external pacing happening at the time. No intervention was performed.

Manufacturer narrative:
Concomitant medical product: fr995-29 valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead exhibited oversensing. The ra lead also exhibited intermittent undersensing and high thresholds. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.